Event description:
The st. Jude representative reported that days following implant, r-waves steadily dropped and t-wave oversensing was observed. In 2004, the lead was explanted due to low impedance readings.